Event description:
The customer reported to beckman coulter seeing a small amount of blue clear fluid was intermittently mixing in tubes when performing dispense diluent function in single tube presentation mode on the unicel dxh 800 coulter instrument. On startup the customer also stated that xb mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) were recovering below the means and white blood count (wbc) background was running high. The volume of the leak was not reported by the customer and was contained within the analyzer. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves at the time of this event. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse observed the white blood count (wbc) aperture #1 was high due to a clot in the aperture. The fse primed the cbc module and observed a small amount of fluid leaking through a crack on the fitting. The fse replaced 3 connector fittings on the wbc bath drain solenoid and flushed the line that fixed the leak. The fse verified that wbc background passed within specifications. The fse dispensed diluent but did not observe any blue tint in the tube as mentioned by the customer. The fse also ran body fluid controls in a single tube mode and verified all parameters were within specifications. The fse found that hemoglobin (hgb) needed to be adjusted up and red blood count/mean corpuscular volume (rbc/mcv) down slightly which fixed the mch & mchc issues. Failure mode of this event was fluid leak from a crack at the fitting on the cbc module, and clot in the wbc aperture. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).